Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during blood draw with bd vacutainer® push button blood collection set leaking occurred from the tubing. The following information was provided by the initial reporter: "while drawing a blood culture, employee noticed that blood was leaking from the tubing of the 21 gauge push button luer butterfly. There is a joint at the top of the area in which the needle slides after the button is pushed, and that is where blood was leaking from".

Manufacturer narrative:
Medical device type: jka, fpa. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during blood draw with bd vacutainer® push button blood collection set leaking occurred from the tubing. The following information was provided by the initial reporter: "while drawing a blood culture, employee noticed that blood was leaking from the tubing of the 21 gauge push button luer butterfly. There is a joint at the top of the area in which the needle slides after the button is pushed, and that is where blood was leaking from".

Manufacturer narrative:
The following fields have been updated with additional or corrected information: medical device catalog #: 367344. Medical device lot #: 8274969. Medical device expiration date: 2020-09-30. Unique identifier (UDI) #: (B)(4). Device manufacture date: 2018-10-01.

Event description:
It was reported that during blood draw with bd vacutainer® push button blood collection set leaking occurred from the tubing. The following information was provided by the initial reporter: "while drawing a blood culture, employee noticed that blood was leaking from the tubing of the 21 gauge push button luer butterfly. There is a joint at the top of the area in which the needle slides after the button is pushed, and that is where blood was leaking from".